Manufacturer narrative:
Samples received: two samples are received in original closed package. Preliminary analysis: stock review: of the lot and reference reported in the claim, we do not have stock units. Quantity produced / imported: traceability is reviewed and verified that of this lot and product code, (B)(4).. Background: we proceed to review the database of claims from the manufacture of the batch in 2016 and verify that to date no claims related to this product code and lot have been received. Batch record / batch record: the documentation for the batch manufacturing was reviewed and no deviations or changes during the process are recorded. Analysis of sample (s): the two samples received and reviewed, were in their original, closed packaging. Although two samples are not sufficient for a conclusive analysis, we obtained an additional sample for our analysis. Two of the samples received were tested for tensile strength, which yielded the following results: average 3.83 kgf. Minimum 3.68kgf. Maximum 3.36 kgf (usp requirement average 2.77 kgf) the samples comply with the usp and b.braun requirements. Subsequently, a knotting test is carried out and the thread is identified as having tendency to fray. This behavior may be common, since the catgut is a yarn of organic origin (bovine waxy) and its characteristics can vary depending on different factors ranging from the physical condition of the bovine to the stages of manufacture of the thread. Conclusions: according to the investigation carried out on the samples that could be obtained, it is identified that the values of resistance of the yarn are above the value established in the specification by the usp. However, during the knotting test of the sample, it is identified that the thread has a tendency to fray, therefore the claim is confirmed. Actions: a quality alert will be made to the production department.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). During a gynecology surgical procedure, the suture frayed by the uterine wall.